Event description:
When switched on the unit would not power up and began to smoke. The unit was unplugged immediately. The unit was replaced.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection inside of unit¿s enclosure assembly revealed a functionally damaged component in the form of a blown capacitor. The unit was unable to power on due to a damaged capacitor. Diagnostic and software testing could not be performed because of the power malfunction with unit. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.